Manufacturer narrative:
Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel bent, cannula bent & cannula missing on lot # 8351964. Investigation summary: customer returned one (1) 31gx6mm, 0.5ml relion insulin syringe from an opened polybag from lot 8351964. Consumer reported barrel bent, needle bent and needle missing before injection. The returned syringe was examined and the following was observed: - the barrel was damaged - the plunger rod was bent - the cannula was not missing or bent. Manufacturing (holdrege) will be notified of the observed issues. A review of the device history record was completed for batch # 8351964 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200789363, 200789229] noted for damaged barrels. There were two (2) notifications [200797533, 200797376] noted for damaged tips. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (barrel damaged, plunger rod bent) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula missing, cannula bent). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1427441, on 06 feb 2020, holdrege received photos complaint of a damaged barrel. Visual inspection of the pictures shows a syringe from lot # 8351964 that is bent/pinched and damaged on the 45-50-scale unit area of the syringe. Assembly machine process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: debris caught in dial of machine. Correction: quality notification 200789363 was created, the dial was cleared of the debris. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion product was damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 328520 batch no: 8351964. It was reported that the barrel was bent, needle was bent and needle was missing. Consumer reported barrel bent, needle bent and needle missing before injection, does not re-use. Samples will be submitted for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel bent, cannula bent & cannula missing on lot # 8351964. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8351964 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted for damaged barrels. There were two (2) notifications [(B)(4)] noted for damaged tips. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion product was damaged. This was discovered during use. The following information was provided by the initial reporter: material no: 328520, batch no: 8351964. It was reported that the barrel was bent, needle was bent and needle was missing. Consumer reported barrel bent, needle bent and needle missing before injection, does not re-use. Samples will be submitted for evaluation.